Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: lfg118195v--the partial lead was returned to the manufacturer in segments, analyzed and tested out of specification. The outer insulation showed a breach due to environmental stress cracking. No patient complications have been reported as a result of this event. (B)(4). Concomitant products: d314trg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012; 694765 implantable tachy lead implanted: (B)(6) 2008; 1688tc competitor implantable pacing lead implanted (B)(6) 2006.